Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead helix became bent as the physician was extracting it from the patient's vein. Once the lead was out of the body, the physician tried to extend the lead helix, but it would not extend. The physician elected to use a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the helix of the lead became extrinsically fractured due to pulling/stretching/overstress. The distal end/electrodes of the lead were bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged with the distal end bent and the lead was missing the helix. It was pulled out of the drive shaft at the weld, damage at implant. Therefore, the helix extension could not be seen as the physician expected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.